Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted visualization was difficult due to the anatomy. An ntr clip delivery system (cds 90907u140) was advanced to the mitral valve; however the clip could not grasp the leaflets and resulted in a chordal rupture. The cds was removed with the clip attached, and the procedure continued with an xtr clip. Two xtr clips were successfully deployed. A third xtr cds (91122u193) was advanced to the mitral valve to, and an attempt was made to place the clip in the same position as the ntr clip. However, the xtr clip could not grasp the leaflets. The cds was removed with the clip attached. Two xtr clips were implanted, reducing mr to 2-3+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. Based on the information reviewed, the reported grasping failure resulting in tissue damage appears to be due to procedural circumstances. Furthermore, reported poor imaging was due to challenging patient anatomy. The reported patient effect of tissue damage is listed in the mitraclip ntr/xtr instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.